Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device 8100 alaris lvp module (unknown serial number) is a concomitant and this file has captured the correct suspect device 8015 alaris pcu 1.5 module ((unknown serial number) as per investigation report. Omit : c20 - no findings available, d15 - cause not established. Correction : medical device catalog #, medical device model #, concomitant med prod data additional information : if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device had a sticky note mentioned that, 'ticks like a bomb'. After additional follow up, the hospital biomed indicated that there was no patient involvement or impact and speculated it was a battery related alarm.

Event description:
It was reported that the device had a sticky note mentioned that, 'ticks like a bomb'. After additional follow up, the hospital biomed indicated that there was no patient involvement or impact and speculated it was a battery related alarm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : device was not returned to manufacturing facility.